Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the right atrial (ra) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.